Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that the patient had a spinal cord stimulator (scs) device in the back for his left hand, and it had two leads. A few weeks prior to the report, the patient started to have an issue in his right hand, so programming was performed for the right hand coverage. It was stated that he had possible diagnosis of carpel tunnel of right hand, and was prescribed therapeutic ultrasound. It was stated that on his way home from physical therapy appointment he felt burning going up his arm/nerve and to his back. It was stated that the area where the implant was "super super tender," and that this was one day prior to the report. It was stated that in the morning of the report the patient "looked and saw that diathermy shouldn't be done." It was stated that his stimulator was on during this. It was stated the patient didn't know he shouldn't have this done. It was reported that the leads were in the spinal cord "from hip to spine," the stimulator was on the right side, above the belt. It was stated patient's doctor and physical therapist told him there shouldn't be any problems with his implant prior to diathermy and that this couldn't have caused it. It was reported that his pain was terrible and he was concerned because it was getting worse. It was stated he was going to a hospital in the evening of the report. It was stated that the diathermy was done for 20-30 minutes and that the patient was concerned the doctor didn't know the labeling. It was also reported that the patient had pain on the right side from low back up to his shoulder. It was unknown if the device was on or off. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information indicated that the patient had received assistance from his doctor or medtronic representative and his concerns had been resolved. The appointment date was noted to be (B)(6) 2013. Two days later it was reported that the cause of the event was not known. Patient outcome was noted as no injury. It was stated that the patient was fine and having no further problems.

Event description:
Additional information found it was further reported the patient went to the emergency room.

Manufacturer narrative:
(B)(4).